Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information received from the patient reported that they had a cat scan preformed 6 weeks prior ((B)(6) 2015) because they were in a lot of pain. The cat scan showed the wires "are either touching" or possibly going into the spinal cord. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.